Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis and subsequently passed away due to another indication. On an unreported date, the pt was hospitalized for peritonitis. The cause of the peritonitis was not reported. On an unreported date, the pt was treated for the peritonitis with an unspecified antibiotic (dose and frequency not reported). The pt¿s condition was improving and during recovery from the peritonitis , the pt had an episode of epilepsy (date and treatment was not reported). On an unreported date during the hospitalization, the pt fell due to some memory problems and experienced an injury to the brain due to the fall. Treatment was not reported. Subsequently during the night, the pt passed away due to the brain injury. At the time of death, the pt had not fully recovered from the peritonitis event. It was not reported if an autopsy was performed. It was not reported if dianeal and extraneal automated pd therapies were ongoing until the time of death. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.